Event description:
Philips received a complaint on the dfm100 indicating that sync button has failed. There was no patient involvement. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. Philips is unable to confirm the final disposition of the device because the customer rejected repair service. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.